Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the left ventricular (lv) lead had dislodged. The lead was explanted and out of service. A new lead was implanted in the patient. No additional adverse patient effects were reported.